Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during use. The patient was advised to dispose of current supplies and start over with either new supplies or complete manual bags for the rest of the night. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(4) 2011. The cause was unknown and new supplies were used to complete therapy. The sample was discarded and a companion sample was available and requested with lot number h11e01053. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: during a follow-up with the patient, it was found that the sample was no longer available. No patient injury or medical intervention was reported. This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 was air being sucked into the disposable because of a loose connection between the supply bag and the line, which is a use error that could cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.